Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6); implanted: explanted: product type recharger product ID wr9200 lot# serial# (B)(6); implanted: explanted: product type recharger product ID tm91d0 lot# serial# (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: analysis of the wireless recharger (serial number: (B)(6) revealed led#s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rechargers started blinking green rapidly and did not respond to reset. No environmental, external, or patient factors were identified as contributing to the issue. Troubleshooting was attempted by performing a reset, but this did not resolve the problem. The affected products were replaced with new ones, and there were no interruptions of therapy. There was no patient involved.